Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update 09/25/2013- plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update ad 19 may 2020; (B)(4) has been re-opened under (B)(4) due to receipt of medical records. After review of medical records patient was revised to addressed left hip pseudotumor, instability with metal on metal hip arthroplasty. Prior to revision patient alleged dislocation. Operative notes indicated synovitis within the acetabulum, chronic inflammation and fibrosis with pseudomembrane formation and metallosis. Added date of revision, account name, age of patient, gtin of cup and head, medical history and corrected date of birth. Also added stem and sleeve in impacted products. Doi: (B)(6) 2010 dor: (B)(6) 2020 left hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.